Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the system disconnects whenever the user squeezes the balloon. Per the samples received a "red/yellow like fluid/gel" was found inside of the device.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted foreign material inside the evacuators. The foreign material inside the evacuators is not from process, the samples were received opened and manipulated. The root cause of foreign material inside of evacuators could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." (B)(4). Correction: manufacturer name, city and state, MFR site.

Event description:
It was reported that the system disconnected whenever the user squeezed the balloon. Per the samples received a "red/yellow like fluid/gel" was found inside of the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the system disconnects whenever the user squeezes the balloon. Per the samples received a "red/yellow like fluid/gel" was found inside of the device.